Event description:
It was reported that the set screw was stripped and difficult to remove during an expected device replacement procedure. After multiple attempts, the physician was able to remove the set screw and the device was successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult to remove the left ventricular set screw was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench through the septum and into the set screw which caused numerous punch-outs in the septum. The punch-outs from the septum landed in and filled up the set screw inset. The punch-outs were blocking wrench insertions into the set screw inset and made it difficult to engage the inset to untighten the set screw. The problem is related to the user¿s incorrect use of the wrench. The set screw anomaly was consistent with having occurred during the procedure.